Event description:
On (B)(6)2024, during the preventive maintenance (pm), the device was reported to have an occlusion sensor module issue.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. This pump underwent routine maintenance where it was detected the pump's performance fell outside the acceptable range for the 30 psi test. Consequently, it necessitated an adjustment to the pump's 30 psi threshold. Recalibration of the pump, setting the 30 psi threshold to 280.. This adjustment was made from the original threshold of 300. The recalibration was confirmed to successfully have addressed the issue.